Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a180104 is being used to capture the reportable event of device contaminated with chemical or other material. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Investigation summary: based on the available information, the root cause of the reported clinical observation of brown material present on and inside the y-connector, which prevented the diluent syringe from attaching, cannot be established because the device was not returned for analysis. Without the physical product, it is not possible to conduct a complete investigation or determine how the foreign material was introduced or how the obstruction occurred. Device technical analysis: the device was not returned for evaluation; therefore, no direct engineering or physical analysis could be performed. While the customer provided a photograph showing the y-connector with brown material present, confirming that the reported condition occurred, the image does not allow identification of the source, origin, or mechanism that caused the obstruction. Without device return, the root cause cannot be confirmed or ruled out. A labeling review was completed. The instructions for use (IFU) were found to contain complete and appropriate information regarding device operation, and no issues with translation, clarity, or graphics were identified. There was no evidence to suggest that improper use of the device occurred based on the IFU. A risk review confirmed that the reported events of "y-adaptor, obstruction within device" and "device, foreign material present in device" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A device history record (DHR) review was performed. This review did not identify any deviations, nonconformances, or manufacturing related issues that could have contributed to the complaint. The DHR confirms that the device met all manufacturing specifications and was released in acceptable condition. The manufacturing process includes a mandatory inspection step to verify the absence of foreign material within the tray before sealing. The product was not returned for analysis. However, the customer submitted a photo that showed the y-connector with brown material, confirming that the reported event did occur. Despite this confirmation, the source of the material cannot be determined without physical evaluation of the device. Investigation conclusion: based on the information provided, and given that the device was not returned, the root cause of the reported foreign material and obstruction within the y-connector cannot be established. The DHR review found no manufacturing deviations that could have contributed to the issue. The risk review confirmed that the event type is expected and documented in the risk file, and the labeling review verified that the IFU provides appropriate instructions for use. Additionally, established manufacturing controls require inspection for foreign material prior to sealing the tray, and no issues were found during these inspections. The event was confirmed through customer provided images but could not be analyzed directly. Therefore, this event is being assigned a most probable cause of "cause linked to device but unable to trace more specifically" since the event was traced to the device, but the investigation could not identify the actual root cause without the physical inspection of the device.

Event description:
It was reported that preparations, a brown substance was observed on the y-connector. The substance was noted upon opening the packaging. It was reported that the y-connector was obstructed by the substance. The procedure was completed with a second device.

Event description:
It was reported that preparations, a brown substance was observed on the y-connector. The substance was noted upon opening the packaging. It was reported that the y-connector was obstructed by the substance. The procedure was completed with a second device.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a180104 is being used to capture the reportable event of device contaminated with chemical or other material. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.